Manufacturer narrative:
Submit date 2017 apr-06. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a blank screen.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Service could not duplicate the customer complaints of a blank screen or problems with the wheel. The unit was powered up and passed testing. Ac power was connected and the unit was observed to charge. No issues were seen on the display. A feed/flush set was connected and the unit was started, feeding at a rate of 125 ml/hr. The unit was allowed to feed for several days. No errors or display issues were observed. Recertification testing was performed and the unit passed. The unit was disassembled. It was observed that there were multiple spots of contamination and corrosion on the main pcb, including on the display connector and also on the display flex cable. The main pcb and display were removed. The unit has been rep aired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states the unit has a blank screen and an issue with the wheel. Per additional information received from the customer, the blank screen was discovered during testing. The screen was blank when the unit was powered on. There was no patient harm and no need for medical intervention.